Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A cystoscopy was performed in which everything seemed normal an there were no suspicions of erosion. The physician believed the device had become inadvertently deactivated so the physician reactivated the device. However, the patient indicated that when arriving home, the patient was incontinent again. The patient called the physician for further assessment.